Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed imaging core wind up with a broken drive shaft beginning 25 cm from the distal end of the connector shaft, and imaging window twisted.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that visualization issues occurred. The opticross 18 imaging catheter was advanced over a savion flx str guidewire for ultrasound examination of the target lesion. During the procedure, the screen went black and the physician stated it sounded different with no picture. After a few attempts to get the imaging working again, the device was removed and the procedure completed with another of the same device. There were no patient complications. However, device analysis revealed the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. The device was returned for analysis. Visual and microscopic inspection revealed imaging core wind up with a broken drive shaft beginning 25 cm from the distal end of the connector shaft, and imaging window twisted. Impedance testing shows an electrical open at the proximal end of the catheter. Visual inspection revealed the sheath was kinked.

Event description:
Reportable based on device analysis completed on 12mar2024. It was reported that visualization issues occurred. The opticross 18 imaging catheter was advanced over a savion flx str guidewire for ultrasound examination of the target lesion. During the procedure, the screen went black and the physician stated it sounded different with no picture. After a few attempts to get the imaging working again, the device was removed and the procedure completed with another of the same device. There were no patient complications. However, device analysis revealed the imaging window was twisted.